Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The hp stated that the patient line had to be re-primed because the hp was not positive if it had primed properly the first time. The technical service representative (tsr) instructed the hp to always make sure that the solution comes all the way to the top of the line before connection to the hc. The tsr advised the hp to start the therapy over using all new supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.